Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use were observed inside the guide wire tubing. Visual analysis revealed that the guide wire contained a large continuous bend towards the distal end. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No defects or anomalies were observed with the catheter. The kink/bend on the guide wire measured approximately 570mm-580mm from the proximal end. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.795mm, which is within the specification limits of 0.788m-0.826mm per the guide wire product drawing. The catheter length measured 209mm, which is within the specification limits of 201.5mm-210.5mm per the catheter product drawing. The catheter body outer diameter measured 1.71mm, which is within the specification limits of 1.65mm-1.75mm per the catheter extrusion product drawing. The guide wire was inserted through the returned catheter. All functional sections of the guide wire passed with little to no difficulty; however, minor resistance was encountered at the location of the kinking on the guide wire. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked/bent towards the distal end. This bending created resistance when passing through the catheter body. Despite the damage, the guide wire met all relevant dimensional requirements , and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the catheter during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported resistance was found when the spring wire guide was inserted into the catheter during use on the patient. The patient's condition is reported as fine.